Event description:
Boston scientific received information that this pacemaker had more than 6 months longevity and a magnet rate of 100 beats per minute (bpm), as reported by the health care professional (hcp). Compared to the device check done 8 months ago, reports showed 2.5 years longevity and the same magnet rate. Boston scientific technical services (ts) advised that this could be the result of normal variations in lead impedances and pacing percentages. Ts also offered to save to disc and memory dump analysis but the hcp declined. Attempts at acquiring additional information has been unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
This pacemaker was explanted due to normal battery depletion (nbd) and was replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.